Event description:
The patient reported they haven't been able to wear retainer for 2 weeks because they had oral surgery for recessed gum lines.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.